Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 450 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip. Customer was off the pump for less than 48 hours. Troubleshooting was performed and it was found that the drive support cap appeared normal. There were no leaks or air bubbles. The customer declined high pressure test. The insulin pump was returned for analysis.